Manufacturer narrative:
Findings: unit received with intermittent act and down buttons response due to flattened dome (creased). The keypad was inspected and no anomalies noted. Unit received with cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated act and difficulty pushing it up and down to the different categories. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.